Manufacturer narrative:
H6: fdc updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt, analysis observed no telemetry. Destructive analysis of the implantable neurostimulator (ins) identified that the telemetry antenna coil was electrically open. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during a lead revision the patient¿s implant was interrogated just prior to surgery and found that the impedances were within normal limits, and the battery life showed greater than 6 years on their current setting. After the new lead was placed, it was cleaned and connected to the old battery. There were multiple attempts to interrogate the implant to check impedances, but the patient¿s programmer that had already been used just prior to surgery would connect to the communicator but would not find the battery. Troubleshooting included: moving the communicator all around the skin over the implant; powering the programmer and communicator down and back on; taking the battery out of the skin incision pocket; and shutting down and redirecting the operating room lights. No communication between the battery and programmer could be established. It was decided that the battery and programmer would be replaced, and that resolved the issue. There were no patient complications reported as a result of this event.